Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of below 20 mg/dl due to needing settings adjustments. Reportedly, on (B)(6) 2021 and (B)(6) 2021 the customer was transported by ambulance to the emergency room and given intravenous fluids and sugar to treat low bg. Reportedly the customer was released after a few hours in stable condition. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.